Event description:
It was reported to philips that the system locked up. The user restarted it, but it was unable to boot back up. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected the system was not in clinical use when the issue was identified. A philips field service engineer inspected the system onsite and suspected the windows xp board locked up from not restarting for too long. Upon troubleshooting, the cause was that the customer flipped circuit breaker and did not fully reset, preventing power to system. To resolve the issue, fse restarted system. After allowing system to cool down and several restarts, the system was returned to use in good working order. The codes were updated based on the investigation outcome.